Manufacturer narrative:
Event date: this event occurred from (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had black particulate matter; further described as ¿mostly the location is the administration port¿. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from august 24, 2021 - august 25, 2021. H10: one (1) actual device was received for evaluation. Unaided visual inspection along with magnification was performed with the fill port cap removed and no particulate matter was observed at the administration port location. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.